Event description:
The customer reported that the system would intermittently fail to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups batteries were evaluated and found to be defective. The system was returned to storage and no further repair info is available. The system was tested and found to be working as intended and returned to service.